Event description:
The pt's attorney alleged a deficiency against the device. Additional info has been requested but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced vaginal discharge, vaginal wall prolapse with midline cystocele and lateral cystocele, abnormal sutures in the vagina, separation of anterior vaginal mucosa, over- active bladder, nocturia, vaginitis, hypertonicity of the bladder, rectocele, exposed mesh, and enterocele. Mesh trimmed in the office on (B)(6) 2009, (B)(6) 2010, and (B)(6) 2010.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera, which may occur during needle passage." (B)(4).